Event description:
(B)(4) study. Same case as MDR ID# MDR# 2134265-2012-05981 and 2134265-2012-05959. Same patient as MDR ID#: 2134265-2012-05979, MDR#2134265-2012-04724, 2134265-2012-04725 and 2134265-2012-05410. It was reported that post a stenting treatment procedure, in-stent restenosis and myocardial infarction occurred, and the patient experienced angina. In (B)(6) 2010, the patient presented due to stable angina. The first 15mm long and 90% stenosed bifurcated target lesion was located in a previously placed unknown manufacturer's bare metal stent located in the mid left anterior descending (lad) artery with a reference vessel diameter of 3.0mm. The bare metal stent was not fully dilated when the first target lesion was treated with pre-dilation and placement of a 3.0x20mm promus element stent, resulting in 0% residual stenosis. The second 90% stenosed and 4mm long bifurcated target lesion was located in the 1st diagonal branch with a reference vessel diameter of 2.5mm. The second target lesion was treated with pre-dilation and placement of a 2.5x8mm promus element stent followed by kissing balloon angioplasty, resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with unstable angina and cardiac catheterization was recommended. Two days later, elevated troponin values were observed and an event of myocardial infarction (mi) was reported. The patient did not experience any ischemic symptoms and the mi was treated with medication. That same day, the 99% stenosed 1st diagonal was treated with angioplasty using a 1.5 x 15mm apex balloon. The apex balloon was then introduced in the lad where it caused a dissection near the exit of the previously placed stent. A thrombus developed which grew in the proximal direction along the non-bsc guide wire and blocked an unspecified guide catheter. The thrombus was treated with thrombus aspiration. The 25% focal in-stent restenosis in the 3.0 x 20mm promus element stent in the mid lad was then treated with placement of a 3.0 x 12 mm promus element stent overlapping the distal end of the first stent. A final kissing balloon angioplasty was performed to the 1st diagonal as well as to the lad. Residual stenosis was 0% in mid lad and 50% in the 1st diagonal. During treatment, a 0.014 in x 185 cm kinetix guide wire was not able to be placed in the 1st diagonal. The patient was discharged three days later on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with angina pectoris and was hospitalized. Six days later the event was considered "recovering/resolving" and the patient was discharged.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).